Manufacturer narrative:
This product is not marketed in the us. (B)(4)

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.50/2.0/083 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2020, but did not resolve the problem. On (B)(6) 2021 the lens was explanted and the problem was resolved. Per the reporter, there are no plans to implant another lens